Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a left common femoral artery obstruction was noted, possibly related to the use of the delivery catheter system (dcs). An attempt to re-vascularize by percutaneous route was unsuccessful. A surgical cut-down procedure subsequently was performed to repair the obstruction. The patient recovered later that day.

Manufacturer narrative:
The device history record for this dcs lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue and a conclusive cause for the occlusion/femoral artery obstruction could not be determined. It is unclear whether it was related to patient condition and/or closure technique as it reportedly occurred following the implant.

Manufacturer narrative:
There was no reported malfunction or anomaly with the dcs, and it was not returned for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.